Event description:
Information received with return of the explanted device notes that the patient had ventricular tachycardias and external defibrillation was used. The pulse generator worked fine after the defibrillation. When the ventricular lead was replaced, the pulse generator could not be interrogated or programmed. Three days later, the pulse generator was replaced.